Manufacturer narrative:
Initial reporter address: (B)(6). Address: (B)(6). The device was not received for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink extension set had a flow issue. The reporter stated that the set "would not prime. Was clogged, would not flow." This occurred in the pharmacy. The set was replaced to resolve the issue. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.